Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in patient.

Event description:
As reported by the field clinical specialist, after deployment of a 23mm sapien 3 ultra valve inside a pulmonic conduit, a decision was made to place a 2nd valve higher within the 1st valve. The patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records. Correction to common device name and device product code (d2). Per the cer, the device was used in an off-label implantation in the pulmonary position. As there are no specific IFU or training materials related to pulmonary conduit and valve pulmonary procedures, the available training materials were reviewed only for information potentially relevant to the device use. Cardiovascular injuries, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with transcatheter valve replacement procedures. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Although this event is off label, physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy, congenital anatomy), bav may provide indication of potential balloon movement during valve deployment. To minimize the risk of conduit rupture, use caution when using a balloon with a diameter greater than the nominal diameter (original implant size) of the conduit for pre-dilation of the intended deployment site. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a heavily calcified homograft, severe pulmonic stenosis, and mild obstructive coronary disease caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Upon review of medical records, the patient presented with severe pulmonic stenosis with gradients of 30mmhg to 40mmhg. A pulmonary valvuloplasty was performed with a non-edwards 22mm true balloon catheter, which led to extravasation of contrast resulting in a focal perforation requiring a covered stent. A pulmonary angiogram was performed, and no leak was noted. A 23mm sapin 3 ultra valve was successfully deployed. An additional pulmonary angiogram was performed, and some extravasation of contrast was visible above the stent at the valve. Another covered stent was placed through the 23mm sapien 3 valve. An angiogram was performed and did not reveal any leak; therefore, a 2nd sapien 3 ultra valve was deployed within the area of the 1st valve that had been deployed. A completion angiogram was performed that revealed a very small area of contras extravasation, which had no hemodynamic consequence and the patient tolerated it well. The patient was stable and transferred for post management care. On post-operative day 1, an echo (tte) of the sapien 3 ultra valve revealed a mean gradient of 14mmhg with trace paravalvular leak.